Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did confirm the communication errors when checking the wheel status on the system. The usm was reseated to clear the communication issues. The fse had replaced the universal surgical manipulator (usm) again due to the lower clutch button issues. The system was tested and verified as ready for use. The usm was analyzed, and the issue could not be replicated. The usm was tested on an in-house system in normal mode and had no errors. The usm was then tested on a functional test platform and passed all tests. A visual inspection was done and one of the plate springs was bent on the back of the arm. The connector pogo-pin will be replaced. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the arm 2 on the patient side cart (psc) had no lights on it and did not move. The customer was in the middle of rebooting the system. After the system powered back on, the system homed without any errors. The top clutch button was working but the bottom clutch button still was not working on arm 2, but it did have the led indicators working. The technical support engineer (tse) viewed the system logs and did not see any related errors. Caller stated arm 2 was new and that it was replaced yesterday. The customer needed all four arms to perform the case. There was no report of patient harm.